Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-hospital device check, noise was observed on the atrial lead. Atrial lead noise found to have caused auto mode switch episodes and ventricular tracking of noise. No other findings attributable to lead noise noted during interrogation. The patient's condition is stable. Device reprogramming was made. No further intervention regarding atrial lead is planned at this time. Patient will continue to be monitored.